Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 262 mg/dl while wearing the pod between 4 and 24 hours. The patient reports an hour after administering a bolus their blood glucose level had dropped to 58 mg/dl while driving. The patient had pulled over in their vehicle and contacted their wife to call 911. The patient had lost consciousness. Once the paramedics arrived the patients reported blood glucose had dropped to 40 mg/dl. The patient was treated with baqsimi and glucose gel. The patient was transported by ambulance to the hospital emergency room. The patient was at the hospital for a few hours.